Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported the customer received a keypad anomaly. The customer stated the buttons on their insulin pump were unresponsive. Customer's blood glucose was 91 mg/dl. The customer also recalled the insulin pump being on suspend for half an hour prior to the button issue occurring. Diabetes mellitus the customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).